Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that her pump lost power overnight and she woke with mild nausea and a blood glucose (bg) of 474/mg/dl. She corrected bg with a syringe and bg were coming down current bg 427mg/dl. The last reboot was during the evening today, patient went to bed and pump was working fine, no low battery alarms or replace battery alarms, she woke up to no power, no audible tone or vibrations. Blank screen. Battery cap was intact and secure on the pump, no cracks in casing. She reports prior to bed her bg were good 150mg/dl. No trauma to pump or previous power issues. She reports prior to calling she changed the battery and rebooted the pump. The bg excursion does not meet the criteria of an adverse event. Customer support (cs) was unable to explain why pump lost power but is working after battery replaced, battery cap wsa secure, no unexplained alarms in history, patient did not receive a low battery or replace battery alarm prior to power loss. The patient was advised to discontinue use of the pump and go to an alternate method until a replacement arrives. This complaint is being reported because the power issue was not identified with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings: during investigation, the pump history was reviewed and showed no warnings related to complaint; however multiple pump reboots were observed in black box on (B)(6)2013. The battery compartment was found to be intact; no damage was observed. There was evidence of moisture contamination found inside battery compartment. No battery cap was returned with the pump. The pump was exercised with a test cap for 24 hours with no power loss or battery related warnings observed. The pump case was removed and no evidence of moisture contamination found inside pump. There was no evidence of intermittent contact with the battery terminal contacts. The complaint of intermittent power was not able to be duplicated during the investigation.